Event description:
It was reported that an ilet pump was not charging on a wireless charger that successfully charged other devices, and the user noted prolonged time to reach full charge over the prior months. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to define a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.